Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found corrupted system software causing the reported issue. To resolve the issue, the fse reload the entire system software, re calibrated the generator and image detector unit, and reconfigured the 3rd party system. After re-installation of software and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.